Manufacturer narrative:
The investigation for the reported red alarm issue has been completed. The product was returned, and the red alarm issue was confirmed. Data analysis: imc logs are incomplete around the complaint occurred date. The reported controller error alarm was unable to be confirmed. On the other hand, there was an unexpected shutdown observed on the boot after the complaint date. The reason of unexpected shutdown was unable to confirmed, but it was likely related to the observation of frozen screen which suggested operator to force shutdown the console. Rtlogs were also incomplete, but the recorded rtlogs did not reveal any abnormalities. Device analysis: after console was received in danvers it's been thoroughly tested, including manual power cycles and long-term testing with pump and purge, but no hardware or software issues were discovered. Inspection on the cabling found that the ribbon cable between 4in1 and impellatronic was mildly kinked, which might result in communication issue and triggered controller error alarm. Per the results of the clinical review and investigation: the root cause of the issue was likely due to a kinked ribbon cable. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. While on support, there was an aic with a controller error. The aic was replaced, and support proceeded with another aic. There was no report of patient harm or injury.